Event description:
It was reported that the stent fractured during deployment, requiring additional intervention. The target lesion was located in a severely calcified and highly tortuous peripheral artery. A 6 x 150 mm, 130 cm eluvia self-expanding stent was selected for use. During deployment, significant resistance was encountered, and the thumbwheel and pull grip became stuck, requiring high force to manipulate. The stent was only partially deployed (approximately halfway) and was observed to elongate. The stent subsequently fractured at approximately the mid-portion during deployment and could not be fully deployed or retrieved intact. Approximately half of the stent was explanted, while the remaining portion remained implanted in the vessel. To manage the event, the physician implanted two non-boston scientific stents (6 mm x 100 mm) to cover the fractured segments, followed by placement of an additional eluvia stent proximal to the treated area. The physician indicated that the patient's anatomy and comorbidities contributed to the procedural difficulty and precluded bypass surgery. The procedure was completed successfully following these additional interventions. No patient complications were reported, and the patient is expected to fully recover.